Manufacturer narrative:
UDI: device was made prior to compliance date, gtin unavailable upon completion of the investigation a follow up report will be filed.

Event description:
The tip was bent during using the spetzler malis as using the bipolar coagulation equipment (japan medical next 2400). The output was 30 marris at the time. It will be returned to your site.

Manufacturer narrative:
The affiliate was contacted regarding product returned; however, the product was not returned for evaluation. As such it is not possible to evaluate the product and determine the root cause of this complaint. Furthermore, the lot number for the subject product was not reported; therefore, the lot history records cannot be reviewed. We will continue to monitor for this or similar complaints for this product code. At this time this complaint is considered to be closed, should the product be returned at a later date this complaint will be re-opened and an investigation will be performed.